Manufacturer narrative:
D4 and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that with the first cassette error occurred for "no cassette attached". With second cassette the pump "did not recognize its presence". Using the back up premixed cassette, the patient was able to infuse.. Patient did not have lot number. Patient discarded cassettes in question. No further information was reported. Replacement cassettes were sent to patient. No patient injury was reported. The product was in use with the patient. The issue was resolved. Additional information received on (B)(6) 2022 via email: patient details updated. Event details updated.